Manufacturer narrative:
Method: review of information reported to lifecell, review of the device history record for lot s11213, review of the lifecell complaint management system. Results: investigation into lot s11213 resulted in no remarkable findings, including acceptable sterilization and no deviations or nonconformances revealed during processing. A query of the complaint management system on 9/2/2014 revealed (B)(4) similar complaints against lot s11213, one of which is associated with patient (B)(6) of 9 from professor (B)(6) where infection was reported (refer to MDR 1000306051-2014-00146); the other similar complaint was a clinical study sae from (B)(6) in which dehiscence, device exposure, and infection were reported but the lifecell device was left implanted thus determining the events to be unrelated to the lifecell device. As of 9/16/2014, all (B)(4) devices from lot s11213 released to finished goods have been distributed lot s11213 met all qc release criteria. Conclusion: device not returned. Internal investigation resulted in no remarkable findings, including all (B)(4) devices distributed with (B)(4) other similar complaint reported against lot s11213 by this physician and device history record review with acceptable sterilization and no deviations or nonconformances revealed during processing. Although the standard of care consisted of surgical intervention to remove all implanted products to treat the infection and perforation with device protrusion, based on the reported information and results of the internal investigation, a relationship between the events reported and the lifecell device could not be conclusively determined. The event is being reported conservatively due to lack of information relating to the culture results and histopathology. Based on the patient's condition and contributing factors, the histopathology results indicating possible relationship to the prosthesis and the internal investigation in lot s11213 resulting in no remarkable findings, the events are unlikely related to the lifecell device. The explanted device was discarded. No product or clinical specimens were returned to lifecell for evaluation. Explanted device discarded by physician.

Manufacturer narrative:
The investigation and conclusion remains unchanged, refer to initial report. Explanted device discarded by physician.

Event description:
This report is a follow up report to the original report emdr 1000306051-2014-00148 to report additional information received by the physician. Refer to the initial report for the original event description. Additional information was received on 10/1/2014: the physician was unable to provide a conclusion as to whether he believed that the lifecell device contributed to the complications reported. All patients were treated peri- and postoperatively with antibiotics. The antibiotic therapy is usually continued until the 11th day post surgery. This patient had 2 drains placed (axillary and subpectoral). Total volume drained: 420 ml. A culture of the right breast revealed enterobacter cloacae complex, coagulase-negative staphylococci.

Event description:
On (B)(6) 2014, 9 complaints were reported to lifecell by professor (B)(6) of (B)(6) after a retrospective review to support a publication on his results with strattice and 2 other non lifecell synthetic products. This complaint is associated with patient (B)(6). This female patient is a current smoker with a bmi of (B)(6) and a history of radiation post mastectomy in 2012. On (B)(6) 2013, the patient underwent a unilateral (left) revision surgery due to capsular contracture with a lifecell device, receiving a 360 g implant. On (B)(6) 2013, the patient was diagnosed with infection and reddened thoracic wall close to a perforation where the lifecell device was protruding through the region of the old scar. The device had detached at the lower edge of the pectoralis muscle. The implant and device were explanted from the left breast. Histopathology results revealed a possible relationship with the prosthesis.